Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The patient's attorney alleges that several years post implant the patient was treated for a recurrent incisional hernia. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Patient medical records have not been provided. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery to repair an incisional hernia. As reported, the patients hernia was repaired with a bard/davol composix kugel hernia patch on (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel hernia patch which had failed, and repair the recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The patient's attorney alleges that several years post implant the patient was treated for a recurrent incisional hernia. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Patient medical records have not been provided. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 8.5 years post implant of the composix kugel mesh, the patient had abdominal pain, was diagnosed with adhesions and underwent mesh removal. The patient's attorney alleges recurrent incisional hernia; however, this was not noted in the medical records. The instructions-for-use supplied with the device identifies adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b5, b6, b7, e3, g1, g6, h2, h6, h10, h11 corrected field: h4 (manufacturing date) should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2007 - the patient underwent surgery to repair an incisional hernia. As reported, the patients hernia was repaired with a bard/davol composix kugel hernia patch (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel hernia patch which had failed, and repair the recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional hernia, retroperitoneal masses and underwent open repair with implant of bard/davol composix kugel patch on (B)(6) 2007. Per operative notes, "the upper midline was entered, incarcerated omentum was identified, taken down, there were several defects and the fascia was opened to create one large defect. A 17.8 x 14 cm size composix kugel patch was chosen to give good coverage circumferentially and was placed with ¿gore-tex¿ side down. The mesh was sutured; the defect was well covered.¿ the retroperitoneal masses were consistent with fat necrosis. (B)(6) 2016 - patient presented with complaints of ongoing abdominal pain and underwent mesh removal. Per operative notes, "large amount of omentum was stuck up to the prior mesh repair & was taken down, one area of small bowel was stuck up to the mesh and second area of transverse colon & was taken down, there was a 3 mm area of deserosalization on the small bowel and was repaired with sutures; additional adhesions were taken down from the abdominal wall and 20 x 20 cm biological mesh was reconstituted & was placed by component separation technique.¿ attorney alleges that the patient experienced adhesions and pain.